Event description:
It was reported that a couple of days after the device was implanted the patient experienced normal stimulation and then for about 1-2 seconds the felt no stimulation and then back to their normal stimulation coverage. The patient turned their stimulation off when they laid down and the off stimulation for 1-2 seconds happened in all positions. The device had not been orientated. The adaptive stimulation was not programmed. There was no cycling or scheduled therapy programmed. Electrode impedance range 744-800-1000 ohms. The group impedances were within normal limits. The stimulation off feel happened too quickly for the patient to confirm if stimulation was off or on with the patient programmer. The manufacturer representative was going to program the rate and have the patient do a diary at home. The rate was changed to 80hz and some adjustments to the pulse width were made. It was later noted that the manufacturer representative had the patient move their head up and down and all around and there were times where the stimulation got less and went down dramatically and then increased when they turned their head back to normal position. The patient was told to keep a diary of what they were doing if this happened again. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturing representative (rep) reported that they ran impedances at all volts and the range was normal. The rep also palpated the area of the burning with the stimulation on and off and that pain occurred regardless of the stimulation being on or off. The patient was inflamed in that area. They ran through all the troubleshooting available and they were unable to determine what the issue was due to. The patient was going to see the spine orthopedic person in the practice about this. The rep spoke to the pain doctor about the results of the meeting with the patient and the doctor thought the burning sensation was unrelated to the stimulator. Pertaining to the on/off issue, they ran all the tests and they determined the integrity of the leads were stable so it might be an underlying disease state issue. They did not believe the burning was a short because they ran the impedance check at all volts and the results were in range. Also the burning sensation occurred regardless of the stimulation being on or off.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from manufacturer representative (rep) indicating that there was a loss of therapy. The implantable neurostimulator (ins) was replaced in (B)(6) and the issue was still occurring. The patient kept a diary of when it occurred. The loss of stimulation for a second or two and then on again which jolted. The patient felt in back and legs, right side, same as the ins. Palpating without any changes. The patient had one group 3 programs while all were 6-7v. This occurred daily. The stimulation event was reported to be related to position movement. The issue reported to occur when changing positions but also when sitting in the same position. The adaptive stimulation had never been active. Impedances were fine. The patient was experiencing intermittent stimulation and surged when the stimulation was turned on. It was noted that when the stimulation turned on the patient's eyes opened wide. This started shortly after the ins was replaced. The patient had similar issues with previous ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient via the manufacturing representative (rep) reported that the patient was still experiencing the uncomfortable sensations and shocking sensation from the stimulator. It would turn off then turn back on. The rep was going to talk with the patient's physician. Impedances were checked and they were normal. The patient was getting frustrated. On (B)(6) 2015, the patient via the rep reported he was now experiencing a new burning sensation near the lead incision site. There would be an appointment at the doctor's office in 3 days that a rep would attend to get more information. At the appointment, the rep ran impedances. At 3.0v all contact pairs were around 600-1035 ohms. There were no shorts or opens identified. The patient had a burning/stabbing sensation at the pocket site that started 1.5 months ago but had gotten worse in the past 2-3 weeks. The rep checked and did not see cycling was on and the patient had not used adaptive stim (as). The patient's stimulation issue kept him awake at night. They were advised to consult with a surgeon. It was noted that the rep had not explored trying different programming withdifferent co ntacts because the patient's therapy was beneficial. Further follow-up is being conducted to determine what additional troubleshooting, actions, or interventions were performed and if the cause of the issues was determined. If additional information is received, a follow-up report will be sent.